Event description:
It was reported that after the customer replaced a dexcom g7 sensor, the cgm paired with the dexcom app but not with the ilet, resulting in the ilet operating in bg run mode until a manual bg entry of 241 enabled dosing; subsequent bg was 288 and steady, and the plan was to allow time for correction, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between connected components along with an intermittent communication failure localized to the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.